Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting product return.

Event description:
It was reported that there was a potential sterility breach on the packaging during out of box inspection. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Event description:
It was reported that there was a potential sterility breach on the packaging during out of box inspection. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
H6; the reported event, for product packaging compromised, was not confirmed as the product and packaging was not returned for evaluation. Without the product and packaging, the root cause cannot be determined.the quality investigation is complete.